Event description:
Nellcor puritan bennett rec'd a call on 08/11/1998. Source called to report the following problem: not picking up heart rate correctly. When simulator is turned off the monitor continues to detect heart rate.